Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient took a shower, and inserted her new sensor, she went through her day and noticed that the cgm reading was 45 mgdl and low. The patient was feeling tense and shaky, she ate something and took a bg reading which was 199 mgdl. Around 8:00 pm that night, the patient was taken to the emergency room (ER) by her husband. At the ER, the patient was treated with intravenous (IV) medication. She was discharged after 5 hours. At the time of the report the patient was feeling fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.